Event description:
The customer reported the issues with her sensors. Customer received lost sensor and would try finding lost sensor but it would never reconnect. Customer stated she would get false readings with the sensor. Sensor reading would be 300's mg/dl and her blood glucose would be 140's mg/dl. Customer stated the sensor would constantly be alarming and going to threshold suspend. Unable to troubleshoot due to past event. Explained to customer about sensor glucose versus blood glucose reading. Customer will monitor sensor glucose performance and will report back for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.